Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a propofol infusion with a vtbi of 100 ml and a rate of 11.3ml completed in 20-25 minutes. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of an overinfusion of propofol was not confirmed. Physical inspection noted the device to be in good condition. The only anomalies noted were both iui (black) connecters had signs of corrosion and foreign material (threads) observed on the pins. Analysis of the pcu event log shows that the module was programmed to infuse propofol 1000mg in 100ml (drugid 240) at a rate of 11.3ml/hr at 6:33am on (B)(6) 2016. The infusion ran until 10:46 am when the device was channeled off and removed. The volume recorded as being infused during this period was 46.643ml. Functional testing performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion of propofol was not identified.

Event description:
The ICU patient was already intubated, however their bp and hr subsequently dropped, and a bolus of saline was administered. The patient recovered without any further intervention required or lasting effects from this event.